Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device "turns itself off." There was no patient involvement.

Manufacturer narrative:
This was identified as a duplicate of report # 1218950-2018-06188.

Event description:
It was reported to philips that the device "turns itself off." There was no patient involvement. This was identified as a duplicate of report # (B)(4).